Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered significant mental and physical pain and suffering, has sustained permanent injury, has had corrective surgery, will likely undergo further corrective surgery, has suffered financial or economic loss, including, but not limited to, obligations for medical services and expenses, and has endured impaired physical relations. No additional information was provided.